Event description:
Pt reported that a comparison between pt's ss meter and a health care professional meter done 20-30 min. Apart (while fasting and prior to taking medication) was 92mg/dl (ss) and 144mg/dl health care professional, respectively (36% difference). Control test was not done but the pt stated previous control tests were in range. No symptoms were reported. Lfs rep discovered that the meter is not cleaned regularly and reviewed cleaning procedure, coding, use of control solution and meter/lab comparisons. There was no allegation of harm.